Event description:
During impaction, two pieces of the "sleeve" broke off. Both were retrieved at time of incident. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Metallurgical analysis results revealed the device broke due to a rapid overload condition, indicating this event would not be associated with the device but rather would be related to improper technique during use of this device.